Event description:
Approximately two years after the implantation, the patient developed high vad (hw2893) power consumption and was admitted to hospital. Details regarding the patient's symptoms or his/her current medications at this time were not provided. Details regarding the results of any diagnostic testing were not provided. The patient was successfully treated with thrombolysis.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
Additional information received indicates that prior to this event the patient's oral anticoagulation therapy dose was decreased due to a complication of bleeding from hemoptysis [coughing up of blood]. The patient was successfully treated with systemic lysis and discharged in good condition on aspirin and phenprocoumon for anticoagulation therapy. The heartware vad is used for treatment not diagnosis. The lvad ((B)(4)) remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that pump ((B)(4)) met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate to the reported event. Analysis of the device revealed that the device met specifications. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The exact cause of the event could not be conclusively determined, and the recent adjustment in the patient's anticoagulant therapy may have contributed to it. Applicable risk documentation and experience with events of similar circumstances were considered; events with an increase in power are most often attributed to pump thrombus/thrombosis and result in potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.